Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 07/01/2012. Eval of the device observed the motor holding screws were broken and that the handpiece was noisy. The current cause of broken motor holding screws and seized / noisy motor in handpiece is currently undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece power tool was not working properly. There was no pt harm or delay reported, and the procedure was completed with an alternate device.